Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in an over delivery of pressure. There was no patient involvement.